Manufacturer narrative:
D4 8; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a cholecystectomy, the clips will not hold after placing. No patient consequences.